Event description:
Philips received a complaint regarding a v60 ventilator that was unable to charge its battery as expected. The device was reported to be out of clinical use at the time of the event, and no patient or user harm occurred. The customer informed the remote service engineer (rse) that the device would not operate on internal battery power. Following troubleshooting, the customer replaced the power cord and allowed the device to charge for several hours; however, a subsequent voltage check confirmed the battery remained under 13 volts and had not improved. To resolve the issue, the customer replaced the faulty component with an on-site backup battery. After an appropriate charging period, successful operation on direct current (dc) power was confirmed. The customer successfully performed all required performance testing, verified the device was operating within specifications, and returned it to clinical use. Based on these findings, the product malfunction was confirmed to be caused by a faulty battery that could not hold a charge. The investigation concludes that no further action is required at this time, though the complaint file will be reopened if additional information is received. The data documented in this record will be utilized for product quality and safety improvements in accordance with post market surveillance and risk management processes